Manufacturer narrative:
A (B)(4) representative performed a checkout of the equipment and confirmed the reported complaint. The printed circuit board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit shutdown. The anesthesia machine was rebooted, and the case continued with no further reported complaint. There was no reported patient injury.